Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the left ventricular (lv) lead pacing lead was beyond the expected upper range. Analyst commented, lv impedance was greater than 3000 ohms on (B)(6) 2016. Concomitant medical products: 459888 lead, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable cardioverter defibrillator (ICD) high impedances some left ventricular (lv) lead vectors, normal impedance on other vectors, and varying thresholds noted. The ICD is planned for explant and replacement. Revision of lv lead planned, to determine if a lead or ICD header issue. During the revision procedure, it was observed that a piece of fatty tissue came out the header at the same time as the lead pin, the lv lead was tested and was found to have acceptable and comparable results to initial implant in all 4 vectors. The lv lead was then reconnected to the ICD, test repeated multiple times for reproducibility and on all occasions produced acceptable and consistent results. The lv lead was re-connected to the ICD, and both remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.